Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend/family member of the patient) regarding a patient who was receiving bupivacaine with concentration 20.0 mg/ml at a dose rate of 10.012 mg/day and morphine with concentration 10.0 mg/ml at a dose rate of 5.006 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient¿s personal therapy manager (ptm) displayed and motor stall/alert code 8476 when requesting boluses. The patient had replaced the ptm batteries, but they continued to get the 8476 code when requesting a bolus. The reporter had not heard a pump alarm; however, it was noted that a nurse at the hospital thought she could hear the pump alarming when using a stethoscope. The patient did not recently have magnetic resonance imaging. The reporter was redirected to follow-up with their healthcare provider to check the pump to confirm motor stall. The patient had experienced pain. It was further noted that the patient had returned home from the hospital on (B)(6) 2019. The patient was hospitalized because it seemed like he had an infection and a slow heart rate. It was noted that the reporter did not allege that the infection was related to the pump. The patient had been in excruciating pain, the most since his pump was implanted. The patient was given pain medication at the hospital. It was noted that they were told that the pump would need to be replaced soon, adding that they just noticed on the identification card that it will be 6 years this month. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported their facility was notified of the patient being hospitalized on (B)(6), 2019. Regarding the patient being hospitalized for what seemed like an infection and slow heart rate, it was specified that a motor stall had occurred. The cause of the patient being hospitalized for what seemed like an infection and slow heart was provided as withdrawal. The motor stall was confirmed via the ptm error code and programmer report alarms/alerts. The motor stall recovered after 98 hours and 42 minutes. The cause of the motor stall was not determined. It was noted the elective replacement indicator was in less than 9 months. It was unknown if the nurse had heard a 3 second dual tone or a 5 second duration alarm. Regarding the cause of the alarm not having been heard by the consumer but being heard by others was unknown. Regarding actions/interventions taken to resolve the event, the hcp stated "morphine, clonidine, promethazine, and pump replacement." The pump was replaced on (B)(6) 2019. The device had been explanted and returned. No further patient complications have been reported as a result of this event.